Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm stating this alarm is generated when a power failure is detected. Customer stated that they were unable to clear alarm and they received the request for rewind. No harm requiring medical intervention was reported. The customer will continue to use this device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.